Manufacturer narrative:
Hosp reported direct to FDA and did not notify applied medical. We are requesting the hosp return the event sample for eval, and we will provide the FDA with a f/u as info becomes available. In 2007, 11 units sold resulted in mdrs for "burst bag". For q1 2008, 3 units sold resulted in the same MDR. Most of the failures were attributed to users attempting to extract the filled bag through an undersized incision. The prod info data sheet specifically prescribes that, under these conditions, the incision must be enlarged. This is standard procedure that requires judgment on the part of the practitioners, most of whom adjust appropriately.